Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemia event while using the ilet bionic pancreas integrated with a dexcom g7, noted upon waking with a lowest cgm value of 65 mg/dl, no fingerstick confirmation, approximately 40 minutes in duration, and treated with 16 grams of oral carbohydrates and a protein drink; the patient expressed concern that the ilet indicated low glucose only once the cgm read 65 mg/dl. Symptoms included shaking and tremors associated with hypoglycemia. Outcomes included medication required in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and available details were insufficient to identify a specific medical device problem or device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.